Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that his handheld was not working and it was freezing at the clear data screen. Troubleshooting steps did not resolve the issue either. New handheld was shipped to the site and old handheld was returned for analysis. Analysis was completed on the handheld and the reported allegation of screen freeze was verified. A loose cable on the main board was noted. This loose connection cable made the contacts button unresponsive. Once the cable was reseated to the main board, no further anomalies were identified.